Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15911. It was reported that the patient with myocardial fibrosis presented in the operating room for an implant. During the procedure, the leads could not find a suitable implant position and did not exhibit satisfactory parameters. The leads were not used. The patient suddenly twitched and was unable to lie flat, and the operation was discontinued. The patient was stable.

Event description:
New information states that the thresholds were not acceptable. There was no lead malfunction. The leads could not be implanted due to patient anatomy.

Manufacturer narrative:
Additional information: the reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.